Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 491 mg/dl at the time of incident and current blood glucose level was 436 mg/dl. Customer was treated with manual injection. It was also reported that the insulin pump had insulin flow blocked alarm and customer declined trouble shooting for hyperglycemia and insulin flow blocked alarm. The insulin pump will not be returned for analysis.